Manufacturer narrative:
Aso was able to obtain a lot number and performed test for adhesion properties for unused returned samples as well as retained samples in addition to reviewing test for biocompatibility tests.

Event description:
Consumer used the heavy duty bandage for treating a deep burn, he reported the bandage pulled his skin off on the third use. Consumer stated that bandages were used to help heal and keep his wound clean.